Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms. Reportedly, the alarms occurred while the pump was inside a cooler at the beach. The customer's blood glucose level was 170 mg/dl. Reportedly the customer removed the pump from the cooler and the alarm continued to occur. The customer reported that the pump was not within abnormal temperature conditions. It was indicated that the customer would administer manual injections as alternate insulin therapy.